Event description:
Additional information: it was later reported that the patient's pump and catheter were implanted (B)(6) 2012. It was noted that the patient never recovered from their spasticity symptoms "probably because, he has never received a correct infusion". No device failure was determined via the pump's logs. The pump was noted as being out of the pocket when the catheter was connected to the pump. Cerebrospinal fluid flow was checked prior to connecting the catheter to the pump. It was further noted that the patient underwent a surgical device revision on (B)(6) 2012. The catheter was disconnected from the pump and a single bolus was programmed and the pump was determined as infusing properly as a drop was visible at the catheter port of the pump. It was also noted however, that "on the other hand, the catheter seemed to be occluded" because after the disconnection no cerebrospinal fluid reflux was visible. The health care provider attempted to force aspiration of the drug but nothing came out. Some coagulated blood was present inside the connector. The catheter was replaced with new and connected to the same pump. The explanted catheter was discarded by the health care provider. The patient recovered and now "seemed to be receiving correct therapy". The pump delivered lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc lot# unknown implanted: 2012 explanted: unk. (B)(4).

Event description:
Approximately 20 days prior to the date of the report, the pump and catheter were implanted. The hcp did not find "any particular improvement". It was additionally noted the patient was spastic. The pump "infused less than expected". The hcp attempted a catheter dye study. During the study, the hcp was not able to aspirate from the catheter access port. A rotor test was attempted but was very difficult to interpret because it was difficult to "keep the child [patient] steady during x-rays but it seemed the rotor was not moving". The hcp planned to perform a revision surgery, to occur probably the (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).